Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the temperature could not be detected during an ablation procedure in the left atrium with an intellanav stablepoint catheter. It is unknown if there was an error message displayed during the procedure. The issue was related to a high temperature problem. The maestro controller was restarted and the connection cable was replaced but the issue persisted. The catheter was replaced to resolve the issue. The procedure was successfully completed without any patient complications.

Event description:
It was reported that the temperature could not be detected during an ablation procedure in the left atrium with an intellanav stablepoint catheter. It is unknown if there was an error message displayed during the procedure. The issue was related to a high temperature problem. The maestro controller was restarted and the connection cable was replaced but the issue persisted. The catheter was replaced to resolve the issue. The procedure was successfully completed without any patient complications.

Manufacturer narrative:
The device has been received for analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Electrical and continuity tests were performed, this device was found to be within specifications, no opens or shorts circuits were detected. The procedure was replicated, and a test ablation was completed successfully with normal values for flow and temperature. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Laboratory analysis was unable to confirm the reported clinical observations; the catheter passed all relevant testing.